Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's legal guardian (lg) reported that the patient developed an infection at the pod¿s insertion site (leg). The patient's blood glucose levels rose above 250 mg/dl and the area was red, swollen, and had yellow fluid. Patient was taken to the emergency department at (B)(6), where they received cephalexin antibiotic for treatment and a warm-water soak to drain the infection. Subsequently, they consulted a dermatologist, who explained that the patient may have developed an allergy to the adhesives. A new pod was successfully applied.